Event description:
Customer reported that she was hospitalized due to low blood glucose level of 31 mg/dl, treated with glucagon shot and was hospitalized. Customer was found unconscious at home when she missed work. Customer perceived the cause of the event was a bent cannula. Customer declined to troubleshoot. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-04718.